Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced moderate ketones and an elevated blood glucose (bg) level of 500 mg/dl, and were addressed by administering a manual injection. The customer removed the infusion set site, filled the tubing, and no insulin was exiting the infusion set cannula. Reportedly, the customer changed the cartridge and infusion set allowing resumption of insulin delivery and bg returning to target range.